Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that no actions/interventions have been taken yet. Patient will be scheduled for a lead revision but the date had not been scheduled. Issue not resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type lead product ID 977a260, serial#(B)(6), implanted: (B)(6) 2024, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #:(B)(6), ubd: 14-feb-2028, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 14-feb-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported their was a lead issue; patient lost coverage on their right side. Additional information was received from the manufacturing representative (rep). Rep stated pt no longer gets any right sided back or leg coverage, which is his worst side. Prior programming with electrodes programmed did capture right, however those electrodes no longer capture right side. All electrode configurations on both leads only getting left side. Physician sending pt for x-rays and lead revision will be scheduled in the future. Additional information was received from the manufacturing representative (rep). Patient had x-ray. Leads had migrated down. No coverage on right side. Patient may need revision. No planned date set as of yet.